Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the emergency room, the device was found in backup vvi mode. The device was resolved after a device download was performed successfully.